Event description:
Customer responded to male pt who was experiencing chest pains and trouble breathing. Pt was connected to device. When device was turned on, customer reports the screen was blue. Device was power cycled, but reported malfunction did not clear. No adverse outcome to pt. Service representative was unable to dupolicate the reported malfunction.